Event description:
It was reported that the user experienced no drops during fill tubing and subsequent hyperglycemia while using an inset 23" 6 mm infusion set, with highest reported blood glucose of 400 and a pump high alert, and the agent suspected an infusion set deployment or connector attachment issue; the user did not observe leaks, and supply change troubleshooting and education were completed with a full supply change, after which insulin delivery resumed. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention. Investigation included remote troubleshooting and guided supply replacement. Investigation of this case revealed that the probable issue was an infusion set or connector problem with unknown specific cause. It was concluded, based on previously established findings for similar reports, that the cause was unknown.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.